Manufacturer narrative:
The ascendra+ sheath was returned to edwards for evaluation. Visual inspection of the sheath showed that all 3 seals were present and the cross-slit valve and duckbill valve were installed in the correct orientation. No leaks were observed when the sheath was flushed with water without a guidewire. Hemostasis leak testing was performed on the device. There were no leaks observed from the sheath both with a guidewire inserted and without any device inserted. The device passed the leak rate specification. The seals were visually inspected after the hemostasis testing. The seals were found to be assembled in the correct orientation and order. The duckbill valve is designed to maintain hemostasis when no devices are inserted into the sheath. Visual inspection of the duckbill valve revealed no signs of tearing/damage and the slit was aligned properly. Review of the device history files for the affected work orders did not reveal any issues that could have contributed to the reported event. In order to mitigate against sheath leakage, manufacturing procedures are in place to perform 100% leak testing and 100% inspection to ensure, proper valve placement, valves are seated flush against one another and, no visible distortion. Visible damages for cracks in the housing component are performed as well. Evaluation of the returned device revealed no manufacturing non-conformities and the complaint of could not be confirmed. Hemostasis testing did not reveal any leaks with and without a guidewire inserted. The IFU and training manual for the ascendra+ system were reviewed and no deficiencies were identified. No labeling inadequacies were identified. Review of complaint history did not reveal that the occurrence rate exceeds the march 2013 control limits for this failure mode. Therefore, no corrective or preventative action is required.

Event description:
As reported via the edwards clinical specialist, significant leaking was noted from the ascendra+ sheath seals post delivery system removal. According to the case summary, the 26f ascendra+ sheath was opened and prepped in a normal fashion and was inserted into the aorta with ease. A 20x3 edwards bav was opened and prepped in usual fashion and was inserted and inflated under rvp with good result. The 29 mm delivery system was opened and prepped in usual fashion. The delivery system was inserted into the sheath and de-aired without issue. The 29 mm sapien xt valve was deployed without issue. The delivery system was removed from the sheath; after removal there was significant leaking from the seals in the sheath. The sheath was removed under rapid ventricular pacing and the aorta was closed in a usual surgical fashion. The patient was transferred to the unit in stable condition.

Manufacturer narrative:
The ascendra+ sheath was returned to edwards for evaluation. The investigation is in process.